Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the patient was having some complications. The patient went to the clinic without an appointment with a large protrusion over the pump site. The physician intended to open up the site investigate and move the 40 ml pump. In the operating room the physician found an unusually large amount of scar tissue; like a keloid. The case was an emergency add on. The pump was replaced with a 20 ml on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.